Event description:
On (B)(6) 2014, the pt was noted to be anemic with low pi not responsive on fluid. He was having low flow alarms with low pi, it was presumed pump thrombosis. On (B)(6) 2014, the pump stopped and at that point, the driveline was disconnected. On (B)(6) 2014, he died. Primary cod: device malfunction.